Manufacturer narrative:
Upon further evaluation, the suspect medical device documented in this report has been eliminated as the suspect medical device. The product evaluation and any additional information will be documented in manufacture report number: 3002809144-2017-00065.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed a false negative (B)(6) result while using the architect (B)(6) assay on the architect i2000sr analyzer. The customer indicated that a specimen that generated a negative result was retested at another laboratory and was positive using the chemiluminescence technique. Additionally, the customer indicated that 28 additional specimens were tested and generated negative results which were positive upon retest. No specific data has been provided. There was no impact to patient management reported.